Manufacturer narrative:
The actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch# jgz529, exp. Date 05/31/2020, MFR. Date 06/11/2015, batch# gb5060 , exp. Date 01/31/2018, MFR. Date 02/26/2013. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Representative samples were examined for visual inspection and no defects were found on the packing; the samples were opened and all needles were attached to the sutures. According the sample condition, no defects were found, also all the samples belongs the product code y493.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: was the box newly opened or was the box sitting on the shelf open? The box was newly opened. Is it possible that the mix of product occurred on shelf? No.

Event description:
It was reported that the patient underwent a lesion removal procedure on unknown date and the suture was used. Before the procedure, packs with other type of suture were found in newly opened box for undyed suture. It is unknown what suture was used in the procedure but the procedure was completed with no patient consequence reported.

Manufacturer narrative:
Date sent to the FDA: 1/16/2017. Samples were received for analysis. The characterization of samples was performed. According to the sample condition and the manufacture date these lots were not packed in the same box.